Event description:
The pt reportedly experienced necrosis of the skin at the implant site since (B)(6) 2009. Edema and purulent discharge was observed. On (B)(6) 2010 the pt's implant reportedly extruded. The pt's device was explanted. The pt continues to be monitored by the clinic.